Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned with reason unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned with reason unknown. No additional adverse patient effects were reported. This event was deemed nonreportable, as additional information indicated that the patient was being upgraded from dual pacing system to a biventricular pacing system. However, the left sided access was determined to be occluded and thus unattainable; hence, a brand-new system was implanted on the right side rendering the existing left sided pacemaker and leads abandoned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field f10: device code.